Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had pocket error. Customer stated the drawer was not being recognized, but failed with read, write error. Cubie did not pop out even after shutdown and reboot. Upon fse investigation it was found that there was a liquid damage on row board in fh cubie. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had main drawer 3 pocket 3 was not detected, cubie had read and wrote error, and cubie did not pop out. A field service engineer checked and found liquid damage in row board. They cleaned up liquid damage on row board in full height cubie and replaced the row board to resolve the issue. Checked in hardware test application and customer was able to inventory cubies without issues. The system functioned as intended after troubleshot by the field service engineer.